Manufacturer narrative:
Concomitant product(s): product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported his leads slid down. One dropped way down and one up high. The patient said he went in for shots and when they used the fluoroscope they saw they had migrated. It helped somewhat, but not as well as he would like it to. They had tried programming it a few times but could not do anything with it. This occurred about 2 years prior to the report. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.